Event description:
The customer contacted stryker to report that their device shut down midway through the voice prompts. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was sent to the stryker product assessment center (pac) for evaluation, and the technician verified the reported issue. The unit was disassembled and no discrepancies were found. Root cause could not be determined. The device was archived by stryker and the customer received a replacement device. Section b5 executive summary and device code have been corrected to accurately describe device issue.

Event description:
The customer contacted stryker to report that their device does not give voice prompts. Without voice prompts, the user will not have the instruction to operate the device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.